Event description:
It was reported that the customer's pump was not recognized during the update process despite various troubleshooting steps, including using a different browser, performing a hard refresh, and trying another usb cable and port. There was no adverse impact to the customer¿s blood glucose level. The customer will continue using their current pump as backup therapy while a replacement pump is being sent by technical support. The customer was instructed on how to prepare and return the problematic pump.